Event description:
Rptr alleged the customer obtained discrepant back to back blood glucose results of 185 mg/dl, 166 mg/dl and 991 mg/dl when all tests were performed within 10 mins on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.